Event description:
The surgical dissecting scissors broke at approximately one inch from the tip intraoperatively when the surgeon was utilizing them to cut through tissue during an orthopedic surgical case (elbow arthroplasty, radial head; radius orif fracture). The broken fragment was secured and there was no retained foreign item related to this instrument event.